Manufacturer narrative:
(B)(4). Approximate age of device: 4 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient had extreme dizziness, and low flow alarms were observed while sitting and ambulating. Other system alarms reported included red heart with steady tone. The patient was reportedly medically managed. Chest x-ray, echocardiogram (echo), and CT scan were performed, the results were not provided. On (B)(6) 2017 the patient was brought to the operating room (or) for chest exploration. Upon return to the or the pump was found to be mal-positioned; possibly due to the opening of the pericardium during the initial implant. The surgeon unlocked and rotated the pump. A post-op echo demonstrated correct repositioning of the pump with adequate flows.. Post-op pump parameters were reported as speed at 5100 rpms, flow at 3.8-4.0, pi at 3.6, and pump power at 4.0 watts. No further information was provided. On (B)(6) 2017 it was reported that the patient was sitting up without further alarms. The patient continued to improve.

Manufacturer narrative:
The reported event could not be confirmed through this evaluation. Although a specific cause for the malpositioning of the left ventricular assist system (lvas) could not conclusively be determined through this evaluation, past experience with the lvas and similar reported events suggests that pump malpositioning can potentially contribute to issues with flow. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.